Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6005940 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005940 was manufactured according to the wi version 78 packaging in the multivac 12, on 13/mar/2024, with a total of (B)(4) units. Assembly area: lot 4b05503 was manufactured according to the wi version 27, on 13/mar/2024, with a total of (B)(4) units. Lot 4c01175 was manufactured according to the wi version 27, on 13/mar/2024, with a total of (B)(4) units. Lot 4b05498 was manufactured according to the wi version 27, on 13/mar/2024, with a total of (B)(4) units. Gluing tubing: the lot 6005940 was manufactured according to the wi version 78 packaging in the multivac 12, on 13/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/feb/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6005940 and no other complaint has been registered in database for the same lot 6005940 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow blockage on (B)(6) 2024, where insulin exited with greater than normal resistance when the plunger was pushed. No further information was available.